Event description:
Patient was originally scheduled for a prostate vaporization procedure (pvp) and after he was under anesthesia, the greenlight laser machine self test diagnosed an internal problem with the machine (error code 36). Biomed was informed, and they contacted the company. It was recomended to have a service technician work on the laser, which was scheduled for the following day. Md changed the procedure to a turp (transurethral resection of the prostate), and the case continued without further incident.